Event description:
An altitude alarm was reported by the customer, but there was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, the customer replaced the cartridge and the pump resumed normal operation after receiving preventive tips from technical support.